Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high and low blood glucose (bg) levels. The customer reported that the event was due the pump supplies being incorrectly ordered through the place the customer worked at. The customer reported that the event has since been resolved.